Manufacturer narrative:
(B)(4). Estimated date of event. Estimated date of implant. There was no reported device malfunction, and the product was not returned. The reported patient effect of thrombosis is listed in the supera peripheral stent system, instructions for use. The lot history for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that a case of acute thrombosis of the supera stent post implantation occurred. Reportedly, the physician indicated that this is a normal consequence when treating a long and highly calcified lesion. No additional information was provided.

Manufacturer narrative:
(B)(4).